Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl and low blood glucose of 42 mg/dl. The customer reported that the insulin pump did not deliver a bolus and recorded the carbohydrate. The customer stated that the insulin pump might have been over delivering and under delivering insulin. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a 1.5 basal rate and was monitored for three days. Several boluses were also delivered. The pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery or under delivery anomaly noted during testing. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.